Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced severe pain in the device pocket. When the physician presses on the device it causes the patient severe pain. The device was found to have rotated in the pocket. Surgical intervention was undertaken. The device was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.